Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: IV line leaking at filter site during infusion of v fluids, no downstream occlusion present. Tubing was saved.

Manufacturer narrative:
Investigation results: it was reported that there was a leakage at the filter. Three samples model mz9226, lot 24059449 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and flushed with water. One sample was leaking at the outlet port and two samples were leaking at the filter vent. Additional air under water test was performed for the two samples that leaked at the vent. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. For the sample that leaked at the filter outlet port, visual inspection under the microscope showed a small gap between the tubing and filter outlet port. The customer complaint was verified and a quality notification was sent to the manufacturer. Device history record review for model mz9226 lot number 24059449 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 25may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Event description:
No additional information.